Manufacturer narrative:
This report is related to the following linked patient identifiers: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
During a therapeutic endoscopic retrograde cholangio-pancreatography procedure, the distal tip fell off and was retrieved using a foreign body forceps. There was no further patient harm.